Event description:
It was reported that the patient has expired after implant duration of approximately .50 months, due to unknown reasons. Per the operative report, the patient was transferred to the ICU in stable condition with no complications.

Manufacturer narrative:
Additional manufacturer narrative - the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. However, the cause of death was not provided. A device history record review is in process. Device not returned.